Event description:
It was reported that the purewick female external catheter would suction for a bit and then would make a gurgling sound and would leak. Stated that the customer did not move around very much. Also stated that they had issues with purewicks in the hospital too. Representative informed that the end section of the wick needed to be able to empty and have room to allow pooling and gave placement tips, suggested mesh panty, or rolled up towel. Customer knew about the pinhole and stated that the lid would make a loud popping sound when they connect the purewick. Representative told them that there might be an issue with the lid or kit and did troubleshoot of accessory kit, electrical cords, hoses, and connections, gave lid shake test instructions, customer could not do this at that time but would do later as the lid was not clean. Representative gave water cup test basic instructions, and the customer would call back. Per customer follow up information received via phone on (B)(6) 2024, it was reported that no trouble shooting done yet. Per customer via phone on (B)(6) 2024, it was reported that patient had latex allergies, and the wicks causes irritation, doctor prescribed a topical cream to apply to the affected area. Patient also stated that they had thick thighs and patient sleeps on side and the wick did not stay in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter would suction for a bit and then would make a gurgling sound and would leak. Stated that the customer did not move around very much. Also stated that they had issues with purewicks in the hospital too. Representative informed that the end section of the wick needed to be able to empty and have room to allow pooling and gave placement tips, suggested mesh panty, or rolled up towel. Customer knew about the pinhole and stated that the lid would make a loud popping sound when they connect the purewick. Representative told them that there might be an issue with the lid or kit and did troubleshoot of accessory kit, electrical cords, hoses, and connections, gave lid shake test instructions, customer could not do this at that time but would do later as the lid was not clean. Representative gave water cup test basic instructions, and the customer would call back. Per customer follow up information received via phone on (B)(6) 2024, it was reported that no trouble shooting done yet. Per customer via phone on (B)(6) 2024, it was reported that patient had latex allergies, and the wicks causes irritation, doctor prescribed a topical cream to apply to the affected area. Patient also stated that they had thick thighs and patient sleeps on side and the wick did not stay in place.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.